Manufacturer narrative:
The tip was returned for evaluation. The tip passed leak and thermistor testing. A visual inspection was conducted and concluded that there were no dents, scratches or dielectric breakdown on the tip. As the tip was expired, functional testing could not be performed. The thermage flx treatment produces heating in the upper layers of the skin, which may cause burns and subsequent blisters and scab formation. In the rare instance of a burn that results in a scar, the scar will most likely be very small and respond readily to removal with a laser device. A review of the manufacturing records was performed and showed all requirements were met. Evaluation of the data found the system, handpiece and tip performed as expected. Based on the available information burns are a known possible side effect during a thermage flx treatment.

Manufacturer narrative:
The conclusions from the previous report submission remain unchanged. A review of the datacard logs showed the following errors occurred during treatment: quantity - error ID - description - percent of reps. 3 - ec78c - err_treatment_tip_temp_high - 0.33%. 1 - ec78e - err_force_before_activation - 0.11%. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Based on the evaluation of data the system and the handpiece performed as expected. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The complaint type is identified within risk analysis and performing within anticipated rate. Based on the available information burns are a known possible side effect during a thermage flx treatment. No corrective action is necessary at this time.

Event description:
This patient didn¿t have permanent damage, but the healing process took 2 years. The customer provided multiple prp treatments done by a plastic surgeon. The face burn was 1st degree with the derma and epidermal areas affected.

Manufacturer narrative:
Product has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced a burn after undergoing a thermage treatment to the face. This was the first time the tip was used and nothing unusual was observed during treatment. The highest level of energy used was 3.5. Prior to treatment the patient was administered one paracetamol tablet. The patient was treated with soothe gel, aloe vera gel and sudocream. Available images have been reviewed. Erythema and burn marks along the patient¿s jawline were present in the images taken the morning following the procedure. In the afternoon of that same day images confirm blisters had formed on the patient¿s jawline. Two days later, additional pictures were taken showing crust had formed in the injured areas. The patient currently has pigmentation and a sunken scar beside their nose. It is unknown if there will be permanent damage.